Event description:
Pt had initial total left knee arthroplasty done in 6/87, with revision 7/92. Began to experience significant proximal tibia pain which was limiting her function. X-ray showed tibial component was loose with fragmentation of cement and bony destruction. Revision done 4/11/94, with replacement of tibial component.